Event description:
(B)(4). Loss of hair, weight gain, sever cramping, abdominal pain, numbness in my legs, fatigued, restless, anxiety, rashes, infections in my vagina at least once a month, sometime foul odor.